Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pocket irritation due to ipg was not implanted deep enough. No device malfunction was suspected. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced. The patient was doing well postoperatively.